Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked at the y-site. The issue was identified during patient infusion with sacituzumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed and a leak was observed at the y-site. The y-site was further inspected and the cause of the leak was due to a damaged component gland. The reported condition was verified. The cause of the damaged component gland was due to a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.